Manufacturer narrative:
The visual examination of the returned device revealed damage to the distal end of the inner shaft and galling marks on the inner shaft. The observed galling marks on the returned device indicate that excessive "side-loading" force was exerted onto the device while in use.

Event description:
During the procedure, the device emitted metal fragments and add'l irrigation of the surgical site was required. No injury to the pt or adverse event was reported.